Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A pt reports "halo effect", post lasik surgery performed over a year ago, which makes it difficult to drive at night. Pt stated that he was reassured that this effect would go away with time, but was still experiencing it. Pt was informed by his doctor that he has large pupils, a condition which the reporter feels should have been taken into consideration by the doctor before surgery. Despite multiple attempts, to seek add'l details, no response was gained from the reporter. This report will reference the pt's left eye.